Manufacturer narrative:
Two blades were received loose in bag. Visual examination confirmed break at curve on inner tube. Unable to confirm particles missing from inner tube. No conclusion can be drawn.

Event description:
Surgeon was shaving in knee joint with concave, incisor, 4.5 mm blade. During procedure, blade broke and fragment deposited into joint. Fragment retrieved endoscopically.